Event description:
It was reported that during a low anterior resection procedure, almost all deployed staples were unformed at the first firing. The event was found in about an hour after the firing during the operation. Additional suture was performed by hand to complete the case. Finally, ecs device was used to anastomose. The artificial anus was made just to be safe and the operation was finished without any problem. The doctor commented that the tissue was not particularly thick and he needed less power than usual to grasp the trigger. There were no adverse consequences to the patient. Received the following information in 2009: the device was not fired on any hard object such as staple line nor clips. As the surgeon considered that staples might be formed properly after the firing, the surgeon moved on the next procedure step. He noticed staple malformation 1 hour later in the same procedure because there was a bleeding. There were no difficulty in sliding the retaining pin and the surgeon confirmed that the retaining pin was aligned with the anvil hole. There were no difficulty in rotating the adjusting knob. And the surgeon confirm that the gap setting scale was within the green area. The surgeon need lower power than expected to grasp the trigger. As the ecs was used to anastomose, the artificial anus seemed to be a temporary one. The surgeon seemed to have informed the patient about the possibility to make an artificial anus. As the surgeon did not comment especially for the bleeding, the bleeding seemed to be a little amount and no transfusion seemed to be required. Additional information being requested.

Manufacturer narrative:
Information anticipated, but unavailable at this time.